Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2017 for a peri-prosthetic fracture that occured fifteen (15) days post original surgery. Original surgery date is (B)(6) 2017. During the revision, the global femoral stem and femoral head were removed and replaced with non-global product.